Event description:
The patient was experiencing pain. The catheter was replaced. The device system was delivering bupivacaine and dilaudid. Follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).